Event description:
Customer reported to beckman coulter, inc. (Bec) that the probe of the coulter ac*t diff analyzer leaked about 10 drops of fluid onto the counter after running controls. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) troubleshot the issue with the customer via the telephone. Cts instructed the customer to clean the probe wipe block using bleach and vacuum. Customer indicated they ran controls after cleaning the probe wipe block. Customer reported they verified the instrument was running without any leaks after the cleaning procedure.

Manufacturer narrative:
Results: probe wipe block. (B)(4).